Manufacturer narrative:
D10: 02-012-60-1425 - tru stem ext 14mm x 25mm: (B)(6), 02-020-11-0340 - truliant ps cem fem ps cem right sz 4: (B)(6), 02-022-44-4011 - truliant tib imp psc insert sz 4, 11mm: (B)(6), 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t: (B)(6), 02-029-90-4300 - sterile packed short headed pin: (B)(6), 200-07-35 - advanced patella 35mm 3 peg implant: (B)(6), 204-70-00 - tibial stem ext. Screw: (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6), 521-78-32 - threaded pin size 3.0 collarless 2pk: (B)(6), 521-78-36 - threaded pin size 5.1 collarless 2pk: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, approximately two (2) months later, the patient experienced stiffness and arthrofibrosis (5 to 90 degrees). As a result, the patient underwent a manipulation under anesthesia. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reported action taken due to stiffness cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.